Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The fsr opened the base of the hlm and tightened the screw that secures the ground wire but the problem did not resolve. She replaced the power cord. The unit operated to the manufacturer's specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the heart lung machine (hlm) failed during ground resistance testing. There was no patient involvement.